Event description:
The customer reported that when the alarm and sensor was in use the alarm did not sound when the pt exited a reclining chair. As a result the pt fell. The pt sustained no injuries. The sensor was tested with add'l alarms and did not sound when weight was removed. It was reported that the sensor has only been in use for 2 weeks. The sensors are stored in the pt's closet flat with nothing resting on top of them. It was reported that there is a small crease on the corner of the sensor. There was a pt incident but no injuries reported.

Manufacturer narrative:
Eval: results: eval of the returned product found there was no physical damage found to the sensor pad. There was no crease or bend on the sensor pad. Functional findings shows the alarm sounds when weight is lifted off the sensor pad when tested with three different test alarms. The customer's (B)(4) alarm used at the time of the incident was not returned with the sensor pad. Note: the instructions for use has a warning statement: to reduce the risk of serious injury or death: always test sensor before leaving pt unattended. Apply pressure to pad and then release. Do this at several places. Alarm should activate each time you remove pressure along the entire length of the pad. Note: seating or positioning aids or heavy cushions may keep alarm from activating. If test fails: remove or relocate aids; or try a different position for sensor, such as on top of cushion. (B)(4).